Event description:
Implant failed because it was dropped from the implant driver.

Manufacturer narrative:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.

Event description:
The initial report did not have the correct event type documented, the correct event type, malfunction, is provided in this follow-up report.